Event description:
Patient reported 2-3 infusion set tubings separated. She indicated that she experienced elevated blood glucose in the 300's mg/dl and administered a bolus. Two hours later her blood glucose was in the 500's mg/dl. She then examined her infusion set tubing and discovered insulin leakage. She indicated that she replaced the infusion set and administered an insulin injection to address the issue. No medical assistance was required. Patient no longer had the affected product, therefore, no product was requested to be returned for evaluation.

Manufacturer narrative:
Product nto returned for evaluation.